Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check, atrial lead placement was unable to be confirmed on the right atrial (ra) his-bundle lead. Current electrograms (egm) reveals atrial sensed/ ventricular sensed beats occurring at the same time. The ra his bundle lead remains in use. No patient complications have been reported as a result of this event.